Event description:
It was reported that the patient has ineffective stimulation. The investigation was unable to determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005710.

Manufacturer narrative:
Correction d4: device information has been corrected.

Event description:
Additional information received reports that no intervention is planned for the patient's lead and therefore this event is no longer reportable.